Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1370413) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2014 he received an ER-3 message on the display of his adc blood glucose meter and due to this he could not test his blood sugar. Customer further reported he felt "slinky, dizzy, clammy and nauseated". Customer self-treated with orange juice and cold water and then his neighbor took him to a local healthcare facility. Customer was diagnosed with hyperglycemia and treated with an "insulin shot". There was no report of death or permanent injury associated with this event.